Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: no part number was available. Event description: it was reported that the patient has been implanted on (B)(6) 2010 with an mmc cup on the right hip side and has been indicated for revision due to fluid and elevated metal ions. The metal ion count would have escalated to a higher level as of (B)(6) 2019: chromium plasma 2.7; cobalt plasma: 9.1 also fluid would have built up. Review of received data: no medical data was received. Device analysis: no product was returned to zimmer biomet for in-depth analysis, as there is no indication that a revision surgery has taken place yet. Review of product documentation: all involved devices are intended for treatment. The applicable surgical technique describes all steps necessary prior and during implantation. However, as no surgical report is available,a comparison of the surgical technique and the approach used could not be performed. As the lot number of the implanted cup remains unknown, the applicable instruction for use (IFU) edition could not be identified. Conclusion: it was reported that the patient has been implanted on (B)(6) 2010 with an mmc cup on the right hip side and has been indicated for revision due to fluid and elevated metal ions. The metal ion count would have escalated to a higher level as of 2/06/19: chromium plasma 2.7; cobalt plasma: 9.1 also fluid would have built up. However, no lab test results have been received. Moreover, the unit of the measured metal ion levels remains unknown. Further, it is unknown whether this value was measured in the patient¿s blood, urine or synovial fluid. Therefore no analysis of the metal ion levels can be performed. No x-rays have been received. Therefore the implant positioning cannot be assessed. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Therefore, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2019-00158.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review, neither the device has been received for investigation as the patient has not been revised. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). No reference available.

Event description:
It was reported that patient has been monitored for fluid and elevated metal ion levels. Surgeon recommending revision surgery.